Event description:
The customer's mother called to report that the insulin pump was not alarming no delivery. The mother was unable to perform the high pressure test at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.